Manufacturer narrative:
The investigation has been completed. The console (B)(6) was sent back for further investigation. This root cause of the issue was a broken purge disc retainer. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced purge disc/flag issues. The event occurred during setup. No patient was involved.